Event description:
On 1/3/94, there was an occurrence of unwanted motion of the gantry, couch lateral and couch up. The co was notified and repairs were done. On 2/2/94 and 2/16/94, the lights flashed on and off spontaneously in the room. On these dates the relays in the couch could be heard clicking but there was no movement. Prior to the problems on 1/3/94, there had been other light flashing occurrences. One yr ago, major repairs were made to the machine. The rptr wonders whether or not the repairs are related to the present situation. This info was submitted as f/u 3/7/94: during the morning checkout/warmup procedures on 3/1/94, unwanted motions recurred. The machine came up with specialized display for asymmetric jaws lit up. Pendant was apparently in normal mode rather than "jaw adjustment" mode. The 10 x 10 electron cone was mounted, jaws were at 18 x 34. The table was raised. As the table vertical was engaged the following unwanted motions occurred: 1) collimator rotation oscillated about 10 degrees in each direction. 2) couch lateral oscillated in both directions. 3) couch longitudinal oscillated in both directions. 4) gantry rotation moved slightly. The "motion enable" switch was released and the motions continued. When the "group" button was pressed and field size adjusted to 10 x 10 cm all motions stopped. The remaining morning checks were completed without further problems.